Event description:
The patient returned with continued erosion of the stimulation lead through the neck incision site. The physician took the patient to the operating room, repositioned the lead deeper into the tissue, and closed the incision. Post-procedure, antibiotics were prescribed to reduce infection risk.

Event description:
Patient presented back to the physician with the stimulation lead eroding through the skin at two separate locations at the neck incision site. Physician brought the patient into the operating room, removed the stimulation lead, implanted a new stimulation lead, sutured, and closed. Postoperative antibiotics were prescribed after the procedure was completed.

Event description:
Patient presented to the physician with bleeding from the neck incision site. Physician examined the area and observed that a portion of the stimulation lead body had eroded through the skin at the neck incision. Physician prescribed antibiotics.